Event description:
Nim et tube placed during intubation. After tube was placed neuromonitoring reported the right monitor in the tube was not working. Surgeon informed and elected to continue without replacing the et tube.